Event description:
Overdelivery and occlusion failure reported: the pump reportedly overdelivered and failed occlusion pressure testing during the annual routine preventative maintenance testing by the user facility biomedical engineering dept. The customer contact confirms that there was no pt related events reported while pump was in pt svc. Though requested, there was no specific info available related to the specific testing outcomes.